Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged. This report is made based on results of investigation completed on 12/09/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2013 with the following findings: visual inspection revealed that the top slot of the battery cap was damaged. The battery cap threads were also stripes, causing the battery cap to get stuck on the pump. A test battery cap was using for investigation, and the pump functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).